Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/19/2013 with the following findings: there is no visible damage to the keypad. The functionality of the keypad could not be tested because the pump did not power on properly. The keypad was removed and contamination was found under all button contacts. Unrelated to the complaint, investigation revealed that moisture was observed behind the display lens. A leak test was performed and a display lens leak was found. The pump case was opened and moisture was found throughout the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.